Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could feel their implantable cardioverter defibrillator (ICD) moving around in their chest. The device remains in use. No patient complications have been reported as a result of this event.